Manufacturer narrative:
(B)(4). Batch # p93d7j. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the anti-backup was noted to be non-functional, one clip was properly formed; in addition, the lockout mechanism was found to be non-functional. No scissoring was observed during analysis. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged, causing the anti-backup and lockout failures. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, a device history could not be done.

Event description:
It was reported that during a laparoscopic hepatectomy, the trigger was locked and could not be opened. The trigger could be opened manually, though, scissoring occurred with the deployed clip and the next clip. Another device was used to complete the case. There were no adverse consequences to the patient.